Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Both ra and rv leads were checked through the device and pacing system analyzer (psa) but the measurements were always high and out of range. During the explant procedure, the header separated. As a result, the device was explanted and the ra and rv leads were surgically abandoned. A new system was implanted. No additional adverse patient effects were reported.